Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient lost their programmer for the implantable neurostimulator (ins), the device won't stop pulsing rapidly, and the patient can't turn it off. There are no healthcare professional in the patient's area for the patient's identified sex. There were no further complications or anticipations reported with this event.